Event description:
Complainant alleged that while attempting to treat a pt, the unit locked and was inoperable. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.